Manufacturer narrative:
Updated fields b4, d9, g3, g6, h2, h3, h6 type of investigation findings investigation conclusions h11. The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath the returned sheath was not a maquet product the extender and pressure tubing were also returned an underwater leak test of the balloon catheter y fitting extracorporeal pressure and extender tubing was performed and a leak was detected on the membrane approximately 17cm from the rear seal measuring 0013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane under magnification a whitish patch was observed around the leak this whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta a lot history record review was completed for the reported product no nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported during use by customer, that transray plus 40cc intra aortic balloon (iab) had reported that the blood clots were found in the extension tube, so the tube was immediately replaced with a 40cc tube of the same size and treatment continued. When the balloon was inspected after removal, a pinhole was found near the tip. There was no resistance during insertion. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to characterization limit e1 event site address: (B)(6). Updated fields: b4, g3, g6, h2, h6, h11. The iab was returned fully unfolded with blood present inside and outside the catheter and between the catheter and sheath, which was not a maquet product. An underwater leak test identified a 0.013 cm membrane leak located approximately 17 cm from the rear seal, likely caused by a sharp object. A lot history and complaint review found no related nonconformances, adverse trends, or evidence of product release issues, adulteration, or counterfeiting. The failure mode is addressed in the risk file and IFU and remains within the acceptable risk profile. Therefore, no CAPA escalation is required.